Event description:
Reporter alleged there were missing segments on the aviva system display screen when calling into the domestic MFR due to receiving an error message after dosing test strip from system with blood. Reporter stated she was not aware of the missing segments prior to calling into the MFR. No actions were reported taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.